Event description:
It was reported that the device had a fault code in memory that was related to the therapy pcb assembly. Upon the return of the replaced pcb assembly, physio-control observed a failed component that could cause a failure of the device to deliver defibrillation energy or a failure to deliver the appropriate energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was due to a short between pins 5 and 9 on a diode, designator cr30.